Event description:
A customer contacted baxter's technical service center to report having air in the patient line during fill 1 on the homechoice (hc) machine. The home patient (hp) stated he was using patient line extensions and was not sure if priming was completed when he discovered the air in the lines. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. The hp returned the call made by product surveillance regarding the reported event. The hp stated he did not know the cause of the air in the patient line. The hp stated he connects his patient line extension prior to priming the lines. The hp explained that he discarded the sample and did not know the lot number. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.